Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during cup reaming. The case was successfully completed with a 5 minute delay and there was no harm to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Based on the results of investigation. Reported event: an event regarding arm vibrations, involving rio surgical arm, catalog: 203999 was reported. Method & results: device history review: a review of the DHR associated with rio 212 found quality inspection procedures successfully passed.. Complaint history based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were only 5 other reported events (B)(4). Conclusion: the log data from the case was reviewed. An analysis of the lift mechanism warnings, velocity traps, and system set-up was completed. Based on the analysis performed, the occurrence of vibrations was confirmed. The potential that the vibrations were due to an unsecure array or an atypical robot set-up cannot be ruled out. These factors could have contributed to inaccuracies in the trackers that would cause the haptic and the arm to shift based on the movement of the arrays, this could then translate to vibrations in the arm.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during cup reaming. The case was successfully completed with a 5 minute delay and there was no harm to the patient.